Event description:
It was reported that the patients implantable pulse generator (ipg) was taking longer to be charged. It was also reported that the patient had pain and discomfort at the ipg site. The patient underwent a revision procedure wherein the pocket site was repositioned, and the patient was doing well postoperatively. The device remains implanted and in service.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.